Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-05578, related manufacturer reference number: 2017865-2023-05579, related manufacturer reference number: 2017865-2023-05580. It was reported that the patient had their implantable cardioverter defibrillator, right ventricular lead and left ventricular lead explanted due to infection. Additionally, the old capped right ventricular lead was found to be visible from the opened incision site of the implanted device pocket. The patient was in stable condition throughout the procedure.